Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: inflow graft malfunction/mapposition.

Event description:
Major pump unit(s) involved: blood pump.additional text: thrombus in inflow stator.specific component(s) involved: inflow graft malfunction/malposition.additional text: thrombus in inflow stator.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of pump.implant device type: lvad.